Event description:
Boston scientific received information that this patient presented to her physician stated she was not feeling well since having her device implanted. A boston scientific sales representative (sr) was called to interrogate the device. Upon interrogation it was noted that the rate cut off zones for this young active patient were inappropriate. As a result the patient received inappropriate anti tachy pacing and shocks that exhausted therapy when her heart rate increased from physical exercise. The sr optimized the device setting for this patient and the patient feels much better now. The device remains implanted and to date, there have been no additional adverse patient effects.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.